Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2009 to replace the tibial bearing for an unknown reason. Another revision procedure took place on (B)(6) 2015 due to failed extensor tendon mechanism. All components were replaced and a patella tendon allograft was affixed to the quad tendon and tibial tubercle.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "patellar tendon rupture and ligamentous laxity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-02736 & 02737).